Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 600 mg/dl range. The customer had been drinking a lot of beer. The patient was thirsty and he treated via insulin two 25-unit insulin pump boluses. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The customer declined to check their device settings or for possible site issues. The insulin pump was not returned or replaced.